Manufacturer narrative:
Both segments of the coil were returned with the microcatheter. The implant coil was stuck in the microcatheter, and was noted to be stretched and detached from the pusher. The implant coil was unable to be flushed out of the microcatheter. The epoxy was damaged and the connector was bent at epoxy joint 3. The resistance of the system was noted to be 43.9 ohms, which is within specification. The distal black pet covering the heater coil had evidence of thermal damage. The green and yellow distal solder joints were noted to be intact, as were the proximal solder joints. The monofilament had a mushroom, but it was stuck between the body coil and heater coil. The monofilament rebound was noted to be 0.020", indicative of either weak tension or a big mushroom preventing a full rebound. Based on the information gathered during the evaluation, the reported complaint could not be verified, as the implant coil had evidence of a thermal detachment. The thermal damage seen on the distal black pet covering is consistent with multiple detachment attempts rather than premature detachment. The monofilament rebound and mushroom shape is indicative of detachment of the implant via a thermal process and not by other means such as tensile or shear forces. The root cause could not be determined. The device was used for treatment.

Event description:
It was reported that an embolization coil stretched and then unexpectedly detached in the microcatheter. Both segments of the coil were removed together along with the microcatheter. There was no reported patient injury. The patient is reported to be "fine."